Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10831r28, product type: catheter.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving clonidine (concentration 25 mcg/ml, dose 12.5 mcg/day), marcaine (concentration 5 mg/ml, dose 2.5 mg/day) and morphine (concentration 10 mg/ml, dose 5 mg/day) via an implantable pump for non-malignant pain. There were no applicable non reservoir drugs mentioned. An inflammatory mass was diagnosed, the health care professional diagnosed the granuloma at the tip of the catheter. The patient recently had a back surgery and the neurosurgeon cut off the tip of the catheter where the granuloma was located (the mass was surgically removed), the neurosurgeon did not document the length that was removed. On this report date, they performed a revision due to the tip being cut and they used the distal revision kit to add to the distal end. The reporter wanted to know if her calculations were correct for priming, reporter also confirmed that they did not aspirate the catheter so they were assuming that there was still drug in the pump segment of the catheter and no drug in the new spinal segment of the catheter. It was unknown as to whether there had been any recent escalation in dose increases, it was believed that the patient had been at the same dose prior to the granuloma event no fur ther complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.